Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during a colonoscopy with polyp removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when they closed the snare to remove an approximately eight (8) mm target polyp, the snare loop did not cut through the tissue as it should. The device "stalled out" meaning it did not cut all the way. Reportedly, there no other issues noted with the device. The procedure was completed with another captivator snare. The patient experienced minor bleeding and a couple of resolution hemostatic clips were used to control the bleeding. The patient's condition at the conclusion of the procedure was reported to be fine.